Event description:
The patient was "dry" for 2 weeks post implant but did not have a bowel movement. She had been reprogrammed a few times since then and she has not gotten relief from her symptoms. It was noted that at the last adjustment, she felt the stimulation going up into her chest and felt it for a few hours after turning it off. The patient had a fall after implant and the x-rays showed the lead may have moved per healthcare professional (hcp). She was told to continue to work with the company representative by direction of the hcp. She had not notified him that she had tried other programs with no relief. The patient desired to go back to her original program settings and noted that her gastroenterologist would work with her regarding the constipation. Further information was requested.

Manufacturer narrative:
(B)(4).